Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 had failed. A field service engineer (fse) tested the drawers in hardware test application and discovered wrappers and swabs lodged under and between several cubies. After rebooting, the drawer 2.2 failed during testing. The fse replaced the drawer¿s controller board and retractor band, which showed minor marks, then retested in utility and confirmed it passed. The retractor band was replaced, and the drawer passed all tests. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer 2.2 failure and user was unable to retrieve the medications. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.